Manufacturer narrative:
(B)(6). Occupation was lay user/patient.

Event description:
The customer stated he received questionable low results from coaguchek xs meter serial number (B)(4) and that this was the cause of his stroke. On (B)(6) 2018, the result from the meter was 3.4 inr. On (B)(6) 2018, the result from the meter was 4.5 inr. On (B)(6) 2018, the result from the meter was 3.8 inr. On (B)(6) 2018, the day of the stroke, the result from the meter was 3.1 inr. The customer received computed tomography (CT) with contrast agent in the emergency department. The customer was hospitalized from (B)(6) 2018 and received computed tomography (CT) without contrast agent, magnetic resonance imaging, and ultrasound scan. Afterward, he was in rehabilitation and received an electrocardiogram and "long-term electrocardiogram". In rehabilitation, he was walking using crutches and was relearning to walk. On (B)(6) 2018 at 11:04 am, the result from the meter was 3.5 inr. At 4 pm in rehabilitation, the result was 2.66 inr using an unknown laboratory method. The therapeutic range before the stroke was 2.5-3.0 inr and after the stroke was 2.5-3.5 inr. The suspect meter and strips were requested to be returned for investigation. One vial of test strip lot 250323-11 and coaguchek meter serial number (B)(4) were returned for investigation. The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were tested with the returned meter with a high level control sample: control sample lot 327477-00. Specified target range 3.2-4.0 inr. Number of repeat measurements: 3 all results were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material complied with the specification. Relevant retention test strips (lot 250323) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
It is unlikely that a result of 3.1 inr which is slightly above the upper therapeutic range contributed to a stroke, especially as the upper end of the therapeutic range was increased to 3.5 after the event occurred. As the lower limit of therapeutic range limits the risk for embolic events, it is not clear why only the upper end was increased. A reasonable change after embolism would have been: 2.5 ¿ 3.0 was changed to 3.0 ¿ 3.5 because the target of anticoagulation needs to be changed from low/moderate-intensity vka therapy to moderate/high-intensity vka therapy. Limited information was provided in the complaint and the customer stated he is unwilling to provide additional information. Only general assessment in assumption of ischemic stroke is possible. Anticoagulant therapy generally is applied to prevent thromboembolic incidents e.g. Strokes, but the underlying conditions that cause an increased risk for thromboembolic incidents cannot be excluded. The meter and test strips were received for investigation, tested, and met specification. No allegation of product defect can be substantiated. The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.